Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the programming was on at night but got shocks even then. Patient now turns the system off at night. After turning it off for sleeping, it has not happened again that he experiences shocks at night. Lead location has not yet been checked. Since the patient has been feeling stimulations in the same place for years, there¿s doubts about a possible dislocation of the lead. According to the patient there has been no specific incident around the time the problem arose to explain. It was unknown if the two new programs resolved the event. Cause of the shocking was not determined. Impedance measurement did not show anything out of the ordinary. If the new programs don¿t work, it will be a decision for the patient to either accept or discuss re-operation with the neuro surgeons.

Event description:
Additional information was received. It was stated that the issue resolved. One of the two new programs worked and no further interv entions were planned.

Manufacturer narrative:
G2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: nl medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep saw the patient in an outpatient clinic with a healthcare professional (hcp). The patient had been experiencing increasingly frequent shocks with stimulation since 2023. About one year prior to (B)(6) 2024, it happened around one time per day and now it happened 5-10 times per day. It was noted that the patient's last intervention was an ins battery change in 2021. After that has happened for two years. The shocks could not be triggered/provoked, and could happen just as easily at rest as with movement. A number of impedance measurements were done in different positions but impedance values were all within range. The rep sent the patient home with two new programs that no longer included the current electrodes (6 and 7) to see if it was those particular electrodes that were causing the issue and perhaps solve the problem. The rep provided a session report and data report. Review of the reports showed nothing remarkable.